Event description:
New information received notes the patient was admitted to hospice care on (B)(6) 2011. A transmission revealed episodes of ventricular tachycardia and atrial fibrillation which were to be addressed; however, the patient was admitted to hospice care within a few days of the transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a health care professional that the death was device related.